Event description:
More than half of the sterile syringes with needles in a multi-pack did not have the needles attached to the syringes. The pharmacy discarded all syringes and needles that were not attached.